Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as blistered rash that feels like it's burning under one of the back te pads. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed neosporin and a tegaderm for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.